Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind. The occlusion test, no delivery test, air bubble test were unable to be conducted due to prime anomaly. The pump was received with stripped battery cap coins lot, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they could not remove the battery cap from the pump. The customer's blood glucose level at the time of incident was 264mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.